Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the device stops frequently with high resistance. The motor, gears and housing are broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: unrepaired return. The device has not been serviced (repair/maintenance).comment recorded in the synthes repair database recommends that the device be scrapped. This device was sent for evaluation and repair in (B)(4) 2013 to the service center in austria, however, the austrian service center sent the device back to the customer without the device being repaired. The customer only accepted the quotation for the device to be repaired on (B)(4) 2014 and thus the device came back to the austrian service center from the customer to be repaired. Thus two service records are shown in the synthes repair database for the same device. Both reports confirm the failure description and identified the same possible root cause and action to be taken. During the pre-repair diagnostic assessment the service technician identified the following failure: motor, not functioning, defective. The root cause of the event was determined to be normal wear. The device was returned unrepaired as it was recommended that the device be scrapped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.